Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 490 mg/dl and 85 mg/dl. Customer also reportedly received the following results on the nano system within 10 minutes: 328 mg/dl and 147 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent; test strips were not returned.